Event description:
As reported to coloplast though not verified, patient was implanted with supris sling system on (B)(6) 2010. Later patient experienced severe and permanent personal injuries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.